Event description:
The customer reported that the system displayed a monitor error during a procedure. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power supply and set output to +5.1vdc. He tested the system by numerous reboots. The system is operating as intended.